Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an unknown cause. A replacement implantable cardioverter defibrillator (ICD) was implanted successfully. This ICD has not been received for investigation. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to high energy consumption from the programming of the device. A replacement implantable cardioverter defibrillator (ICD) was implanted successfully. This ICD has not been received for investigation. No additional adverse patient effects were reported.